Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = purchasing this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, a performer introducer split/tore. Per the reporter, after access was obtained and the sheath was placed, issues were noted as the user began to ¿take wire up¿, and a longer sheath would not advance through. Other manufacturers¿ wires were used with the complaint device. There were no adverse effects or harm to the patient. Additional information has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d4 lot #, lot expiration date, primary UDI, h4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b3, b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 09feb2026. The same provider used the devices associated with patient identifiers (B)(6). Access was obtained in the right femoral vein. There were no difficulties advancing the introducer; however, leaking was noted around the sheath. The user attempted to advance another manufacturer¿s transseptal needle through the sheath. The issue was noted at the beginning of the case. It is unknown what caused the device to split. The procedure was completed successfully. Additional information has been requested.